Event description:
During an in-clinic follow-up, decreased pacing impedance was observed on the right atrial (ra) lead. The suspected cause of the event was due to insulation damage, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that noise which resulted in over-sensing was observed, provocative testing was performed and the noise was not reproducible, and the device was reprogrammed to resolve the event.